Event description:
It was reported that an angio-seal device was deployed in the right groin, pulses diminished and the right foot was cold upon arrival to same day surgery. The pt was sent for an arteriogram which revealed a clot distal to the angio-seal deployment site. Intervention was performed by placing a stent and using tpa (tissue plasminogen activator) to restore flow. The artery was repaired without surgical intervention. The radiologist felt that the angio-seal device was not at fault de to the ability to repair the artery. The pt is reported to be doing well.